Event description:
The recipient is reportedly experiencing pain with device use. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed and silastic cuts were observed on the fantail region prior to receipt. These are believed to have occurred during the revision surgery. The photographic imaging inspection revealed a cut electrode wire at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several electrical tests from being preformed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode array was severed and silastic cuts were observed on the fantail region prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode array was severed and silastic cuts were observed on the fantail region prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaints of pain could not be verified during analysis, which was limited in some respects due to the electrode being cut to receipt. The device passed all the tests performed. This is the final report.